Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, within a mildly calcified, native bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18mm non-medtronic balloon. The delivery catheter system (dcs) was inserted. During deployment, the valve was recaptured twice due to a high implant position. Subsequently, the dcs was withdrawn from the patient and a second bav was performed with a larger 20mm non-medtronic balloon. The same valve was loaded into a new dcs and inserted without issue. However, just before final release of the valve, a dissection was observed at the ascending aorta. The valve was recaptured and the dcs was withdrawn from the patient. Per the physician, the dcs did not contribute to the dissection, but noted the valve and non-medtronic balloon were likely contributors. The patient was converted to an open chest procedure to explant the valve and replace the ascending aorta and aortic arch. No additional adverse patient effects were reported.